Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9122560. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers evaluated the returned samples, but were unable to observe any non-conformance that could have lead to a loosened cap. Our engineers were able to tighten and remove the cap without excess effort. The root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that when opening the package the cap of connecta falls off with a bd connecta¿ stopcock. The following information was provided by the initial reporter: when opening the product package cap of connecta gets off too easily. It drops off to floor and gets contaminated. Customer is requesting factory would fix cap tighter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening the package the cap of connecta falls off with a bd connecta¿ stopcock. The following information was provided by the initial reporter: when opening the product package cap of connecta gets off too easily. It drops off to floor and gets contaminated. Customer is requesting factory would fix cap tighter.